Event description:
It was reported that this right ventricular (rv) lead was explanted due exhibiting high pacing thresholds and low impedance measurements. This lead is not expected to be returned as it was damaged during the procedure. Another lead was implanted instead. No further adverse patient effects were reported.